Event description:
The customer reported that while monitoring patients, telemetry patient data was lost. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs technical support representative walked the user through performing a hard reboot of the exhibit central station. Following the reboot, the customer confirmed the issue was resolved. Cause of failure was not determined.